Event description:
Opened a new bottle of contact lens solution last night. At that time, I removed contacts, placed in my contact lens holder (just cleaned) and let the lens soak overnight. Just before leaving for work this morning, I put on my contacts. When I poured solution over the lens, it didn¿t squirt out of the bottle like it normally does; I discovered that the hole was enlarged, as if a little piece of plastic had broken off one side. Around 10 am, my eyes started getting foggy. I had difficulty seeing all day at work, as if I had a film over my eyes. I removed my contacts as soon as I got home and now it feels as if my corneas are scratched. I will have to see my ophthalmologist tomorrow if my vision does not improve. Right now I am in a little pain and definitely am uncomfortable. I believe strongly that it has something to do with the contact lens solution. Yesterday morning, I had switched to a new pair of contacts and the contact lens case was clean. I have used the same product, opti-free replenish, for years. Date of use: 20 hours, (B)(6) 2012.